Manufacturer narrative:
An event of cardiac arrest was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2017, an aortic valve replacement was performed and a 19 mm trifecta gt valve was implanted. On (B)(6) 2017, heart tamponade was found and the patient had cardiac arrest. Resuscitation with emergency reopening and drainage were performed. The patient spent two additional days in the intensive care unit. The patient was reported to be in stable condition. Per report, the suspected cause of the tamponade was removal of an epicardial temporary rv pacing lead. (Clinical study patient ID: (B)(4)).